Event description:
It was reported that at implant closing, testing could not be performed due the patient¿s sudden drop in blood pressure. It was pos t-operatively discovered that the left ventricular (lv) lead produced no measureable threshold due to a suspected lead connection issue. The pocket was then reopened and the lv lead was securely connected. The patient was a participant in the attain performa quadripolar lead study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). 4574 implantable pacing lead 2013 (B)(6); 6947m implantable tachy lead 2013 (B)(6).